Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. The patient coughed it up and it was retrieved from the mouth. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The device was returned coiled up, there were many bends and kinks in the delivery system, and the capsule trocar needle was advanced but no blood or tissue was present.